Event description:
Procedure type: reduction mammaplasty. According to the reporter: on (B) (6) 2010 the suture extruded without purulent discharge or abscess and was resolved on (B) (6) 2010. Wound dehiscence was noted on this day and dry sterile dressing was applied. In addition on (B) (6) 2010 other suture extruded without purulent discharge or abscess and was resolved on (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4).